Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/23/2019. Device evaluation summary: according with the information reported the patient experienced device rupture of the breast implant. During evaluation of the device it was observed to be ruptured and received in two parts. Microscopic examination of the edges of the tear gave no indications as to the cause of the failure. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 700cc mentor memorygel breast implant, catalog # 3507004bc, lot # 6559355. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 700cc mentor memorygel breast implants and experienced rupture on the left side post-operational. As a result, the patient underwent device removal and replacement with a competitor product on (B)(6) 2019.